Event description:
Patient was revised to address pain and loss of motion. Poly wear of patella and tibial insert were found intraoperatively.

Manufacturer narrative:
Evaluation was not possible as the product was not returned. Product information required to review the device history records was not provided. The investigation would not draw any conclusions about the reported tibia loosening. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.